Event description:
It was reported that the device sterility was compromised. A hole was found on the packaging of a runway guide catheter device pouch. Sterility was compromised. The procedure was completed with a different device. No patient complications were reported.